Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction, when drilling into the femur the bit of the felxible drill broke. All pieces were removed with suction and with hemostatic forceps. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The returned drill is fractured at the head of the flexible portion of the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device, off-axis insertion of the device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. Internal complaint reference: (B)(4). A1: patient identifier must be in blank. There is confirmation a patient was involved but there is no specific data of the patient.